Event description:
Customer reports 8-10 incidents of clotted dialyzers during pt treatment over the last several months. No pt injury or medical intervention required. No additional info is expected to be made available.